Event description:
On 2nd april 2026, it was reported by an arthrex's employee via an email that for 1 unit of ar-8990st, fibertak® dx suture anchor with 1.3 mm suturetape, ve5, the inserter was bent before it got deployed into the bone. This was detected during a surgery fix of right big toe interphalangeal joint fusion, nail avulsion possible nailbed repair on (B)(6) 2026. The procedure was completed successfully by using a new implant. There was no patient harm.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.